Event description:
It was reported that the patient had difficulty charging the ipg as it took hours to charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the medical facility.